Event description:
It was reported by service report that the head right outer siderail panel was cracked, and the head left inner panel was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the customer requested preventive maintenance on the uni and to report any other failures for the customer to repair at their discretion.